Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to failing sensors. The customer stated that the sensors wont connect, and out of 6 tried in the past 2 weeks, only 2 worked. Customer had a sensor that never connected and her blood glucose went up to 504 mg/dl, so they treated for the high and ended up giving herself too much insulin, which resulted in a severe low blood glucose level. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. No further information was provided. The sensors will be returned for analysis.